Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse verified that the system was producing intermittent cuvette errors and that the u seal solenoid was not always energizing. The cse installed a new solenoid and cleaned up excess lubrication on the form assembly. The cse also installed and aligned the top seal solenoid, replaced the fitting and cleaned the windows. The cse performed a system check, which was acceptable. The cause of the punctured finger was related to a broken heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 reported that while attempting to troubleshoot the source of a "bad cuvette" error message, he punctured his left index finger, while replacing a broken heat torch. The customer cleaned the puncture and put a (B)(6) on it. The customer was already up-to-date regarding tetanus immunization. There are no reports of patient intervention or adverse health consequences due to the punctured finger.